Event description:
In may 2006 a doctor informed kerr corporation that a patient experienced sensitivity from the use of premise. The doctor replace the filling, but the patient continued to complain of sensitivity. As a result of the sensitivity the doctor conducted a root canal on the affected tooth.